Event description:
It was reported the surgeon used a k-wire during food surgery to pin a uni-cp plate in order to temporarily hold it in place. When the surgeon attempted removal of the k-wire, the end sheared off inside the bone. Approx 1 centimeter of the k-wire was broken off in the bone. The surgeon used a rongeur to retrieve the broken k-wire out of the pt. No k-wire was left in the pt. There was no injury alleged and the surgery was delayed by 15 minutes.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.